Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue - unit was not able to pressurize after doing performance check and circuit calibration. Vyaire field service representative (fsr) evaluated the device on-site, and replaced the power dial and the driver power module to resolve the issue.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device was not returned yet.

Event description:
It was reported to vyaire medical that the 3100a ventilator was not able to pressurize after doing performance check and circuit calibration. There is no information of patient involvement associated with the event as of this time.